Manufacturer narrative:
The returned controller passes visual testing but fails functional testing. This device is used for training purposes and is marked by the manufacturer as "not for human use" with no patient involvement. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual indicators, tone alarms, and screen navigations including expected behaviors. The steps for handling and care of the controller are outlined and it is further outlined that if there is a controller failure, the controller should be exchanged. There is a warning that damaged equipment should be reported to the manufacturer and inspected heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02443 and 3007042319-2015-02444) submitted for devices related to the same event.

Event description:
The ventricular assist device (vad) reported that their training controllers were not displaying battery information. The manufacturer's representative was at the site and ran the controllers on the simulator, and confirmed that the lights on the display do not light up around the batteries on either controller. There was no patient involved, the devices were training equipment labeled "not for human use".

Manufacturer narrative:
Concomitant product -con092389. The controllers con091505 and con092389 used for training at the hospital were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the controllers both failed to meet specifications; the device passed visual examination but failed functional testing due to a component (overlay/display) failure. This resulted in failure to represent power source selection, battery charge levels, and the two switches (for muting alarms, and scrolling the display. The reported event was confirmed by inspection of the opened controller case. The torn/damaged flexible printed circuits in both controllers are related to the reported event. The probable root cause could be attributed to the use or storage in conditional outside the recommended operating range. This is one of two reports (3007042319-2015-02443 and 3007042319-2015-02444) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.